Event description:
The customer the bottom rod holding the needle bellows had broken off, allowing approximately 6cc of liquid to spray from needle bellows area. The liquid was not contained inside coulter lh 750 hematology analyzer station leaked. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment attributed are associated with this event. Patient results were not affected by this event. The customer did review the msds. The facility does have a risk management/exposure control plan in place. On the day of the event, a field service engineer (fse) was dispatched to investigate the event. The fse found the sample input line disconnected from the flowcell. This in turn ruined the flowcell rf cable causing the rf voltage low error. The engineer replaced the sample delivery line tubing from both the retic and diff mix chambers to the flowcell and the rf cable, performing the necessary alignments. Service activity performed is verified to meet the specified requirements per established procedures. Results meet published performance specifications. On (B)(6) 2012, the fse replaced the piercing station and needle and performed alignments. Service activity performed is verified to meet the specified requirements per established procedures. Results meet published performance specifications. The bellows contain blood and diluent during operation and cleaning agent at shutdown.

Manufacturer narrative:
The cause of the event was the bottom rod holding the needle bellows broke off. (B)(4).